Manufacturer narrative:
The device was returned and evaluated. The device appeared soiled and abused. The outer housing of the unit was found to be cracked. The carrying strap was cracked and worn. Additionally, the female quick connect was discovered to be loose with a worn lip seal. The cryogenic container was dented, indicating the device had been dropped. All other visible components appeared normal. The contents indicator and normal evaporation rate were within spec. Eval yielded a large gaseous oxygen leak at the fill tube/manifold connection. The primary relief valve pressure was discovered to be out of spec due to the gas leak at the manifold. The gas leak was substantial enough to reduce operating pressures and flow outputs as described in the alleged event. The device has been repaired and returned to the customer. The technical manual instructs in the pre-fill inspection procedure: "visually inspect the companion 1000/t unit for overall product integrity (for example, cracked or damaged components). Verify that the fill connector poppet is not worn, leaking, or damaged. Inspect the circular, white lip seal in the fill connector for cracks or signs of wear." Also noted in the post-fill inspection: "connect a test flowmeter to the oxygen outlet connector. Rotate the flow control through each flow setting. Verify the measured flow increases with each increase in flow setting." The user guide warns: "oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting or life sustaining. This equipment is not for use by pts who would suffer immediate, permanent, or serious health consequences as a result of an interruption in their oxygen supply."